Event description:
Materials: 302832 and batch: 4290284. Verbatim: rcc received a complaint via email. Today my pharmacy tech opened a 30 ml luer lok syringe and noticed that it had some brown spots inside the barrel of the syringe and on the flange. She had just drawn up some sterile water when she noticed it. I have the syringe and the outer wrap that it came in.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4). Follow up for device evaluation: it was reported there were some brown spots inside the barrel of the syringe and on the flange. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. A visual inspection was performed, and the syringe barrel has brown specks of embedded degraded resin. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 302832, lot 4290284. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received.